Manufacturer narrative:
The device has not been returned to boston scientific's post market quality assurance laboratory.

Event description:
Boston scientific crm received information that this patient had been presented for a device replacement procedure. This chronic device was interrogated and was found in storage mode. The left ventricular (lv) output had been programmed to 6.5 volts at 2.0ms. Historically, there had been no other reported issues with this device. Technical services informed the local representative that the patient should be considered unprotected in this mode and the physician should not use cautery when opening the pocket.

Manufacturer narrative:
Utilizing a specialized engineering programmer, the device's battery status indicator was commanded to beginning-of-life (bol). Due to a low battery, the device was put through and passed a subset of automated diagnostic tests (connection, pacing, impedance and sensitivity testing) that verified device functionality. Based on review of the device's memory log, right ventricular (rv) pacing and defibrillation were available within the 3 month time interval between elective replacement (eri) and end-of-life (eol). The battery expired (storage mode) while implanted due to a follow-up schedule that exceeded the boston scientific crm recommended device replacement timeframe (replacement within 3-months of eri declaration).

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device is currently undergoing operational and functional testing.